Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the reciprocating saw attachment device was not working. It was unknown if there were any delays to the planned surgical procedure. A spare device was used to complete the procedure successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device did not function; and that it was not working. It was further determined that the device had corrosion on internal components and damaged bearings and lifting rod with connecting and coupling. The assignable root cause was determined to be due to improper cleaning methods and sterilization and maintenance procedures not followed as per directions for use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.